Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 427 mg/dl. Customer also reported lost sensor alarm. The insulin pump will not be returned for analysis. Customer reported false readings and calibration concerns. Customer stated that, the minilink led did not blink on and off and they use enlite over-tape. Customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.